Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. A healthy donor undergoing platelet collection on the trima. The donor received a "small amount" of air from the line after a new needle was sterile docked on to the system. Per the operator, the donor did not require medical treatment as a result of this event as the donor did not experience any ill effects. This event occurred at the beginning of the collection procedure. The operator states they did not receive the 3 min pause alert directing them to prompting them to deliver 3 mls of anticoagulated blood to the donor to maintain access. Customer states that there was only a small amount of blood in the reservoir. She states that when they had restuck the donor, they opened the clamps and pressed continue to resume the procedure the machine was in a return cycle and a small amount of air was given to the donor. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Rdf analysis showed that the trima system was in a draw cycle and not a return. It also showed that the 3 minute pause alert did occur. When it occurred, the operator pressed the continue key and immediately received a return pressure high alert. The rdf shows that the operator pressed continue to recover from the alert and the 3 minute pause was still there. The operator pressed continue again and again received a return pressure high alert. The operator pressed continue again. Immediately after this, the procedure was ended. The trima system was taken out of service pending analysis of the rdf files. The customer was contacted on (B)(6) 2009 and explained the rdf analysis. The supervisor was satisfied with the explanation and the machine was placed back in service. No service call was placed because the trima system performed in the manner that it was supposed to according to the rdf. This disposable set was unavailable for investigation. In a worse-case estimate, approx 2-3 ml of air could have been delivered to the donor. This estimate is based on experience that replacement needle lines are typically 12 inches long and the existing trima needle line from the manifold to the needle is nine inches long. Assuming two inches of each line are overlapped during the sterile docking process a 17 inch line could be created for air delivery. This would provide 2-3 ml of air (estimating 6 inches of tubing per 1 ml). Conclusion: the device functioned as intended.